Manufacturer narrative:
G4:18may2021. B4: 15jun2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator had a alarm indicating light emitting diode (led) failed. There was no patient involvement.